Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order did not include a repeat pattern code. The technical support specialist remoted into the station and confirmed that the order was marked as ¿user specified,¿ resulting in the absence of a repeat pattern. The customer was advised to include the appropriate repeat pattern code in future orders to prevent recurrence. The customer confirmed the issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a nurse was unable to obtain the second dose of a medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.